Manufacturer narrative:
Additional information was received on 12/05/2016: the event took place on (B)(6) 2016 during a c1 cervical laminectomy procedure on a (B)(6) female patient. The device was in contact with the patient when it slipped and caused a laceration with bleeding at the pin sites. The skull pins were a1072 adult disposable skull pins. The laceration was treated with staples and the skull clamp was removed and replaced during the surgery. There was delay in the surgery due to incident. The serial number of the device was provided as: (B)(4). Integra has completed their internal investigation on 12/16/2016. The product was not returned for evaluation, however, it should be noted that the serial or lot number provided shows that the device in question was an a3059 as opposed to an a1059. This device was manufactured on april 30th, 2015 and a review of the DHR (work order # (B)(4)) containing lot code 154 and serial number (B)(4) showed that this lot passed the required inspection points without reworks, mrrs or variances. There is no service history for this device. No manufacturing or design related trend has been identified. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. It should be noted that the serial or lot number provided shows that the device in question was an a3059 as opposed to an a1059.

Event description:
This is the first of two reports (same product ID, same product problem, same user facility). Linked to mfg report: 3004608878-2016-00321. The a3059 mayfield composite series skull clamp slipped. No other information was provided. Additional information was requested.